Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04543. It was reported that vessel rupture occurred. The target lesion was located in the calcified circumflex artery. The ostium of the circumflex was very tight. After a non-bsc guide wire and guide catheter were used, a 330cm rotawire¿ was advanced. Rotablation was commenced with a 1.50mm rotalink¿ plus at 175,000rpm for 6 cycles at a duration of 20 seconds each respectively. Subsequently, a non bsc guide catheter was then inserted and the rotawire¿ was removed; however, a rupture at the proximal circumflex was noted. A 2.50mm x 20mm emerge¿ balloon catheter was deployed, then a 3.00 x 28 synergy¿ drug-eluting stent was deployed, followed by 3.50 x 16 synergy¿ drug-eluting stent. Post-dilation was then performed with 4.00mm x 15mm nc emerge® balloon catheter. No further patient complications were reported. The patient was fine and recovering and will be brought back for repeat angiogram in 6 months.